Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the sample was returned used. The safety clip was missing upon receipt. The tuohy borst valve was loose, and the 2-way stop cock was closed. The y-adapter was found to be completely retracted to the end position. The catheter was bent approximately 161cm from the strain relief. The outer sheath was broken approximately 57cm from the strain relief. The coil was exposed at the break. The inner catheter was noted to be kinked at 58mm and 84mm from the distal tip. The stent graft was found to be released and was not included with the returned sample. Performance evaluation: functional testing could not be performed, as the delivery system was returned in a deployed configuration. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is inconclusive for deployment difficulties, as the delivery system was received in the deployed configuration, and the stent graft was released. However, the investigation is confirmed for an outer catheter break. The stent graft deployment could not be functionally tested, as a break was identified in the outer sheath of the delivery system . It is unknown when or how the outer sheath broke. As such, the definitive root cause of the reported event is unknown based on the available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The stent graft was deployed successfully, however, the delivery system has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a stent graft procedure of an av graft, the stent graft was difficult to deploy; however, the stent graft was deployed successfully. There is no reported patient injury.